Event description:
It was reported that the patient underwent a left total knee arthroplasty in 2000. Subsequently, the patient was revised on (B)(6) 2014 due to poly wear. The tibial bearing was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent a left total knee arthroplasty in 2000. Subsequently, the patient was revised on (B)(6) 2014 due to wear of the polyethylene tibial bearing. The tibial bearing and the locking bar were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that these types of events can occur: under possible adverse effects, "wear and/or deformation of articulating surfaces."